Manufacturer narrative:
(B)(4). The homechoice (hc) cassette was received and analyzed. Visual inspection of the device identified a cracked cassette. Furthermore, during leak testing, a leak was identified at the site of the crack. The reported leak was confirmed during sample evaluation. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon conclusion of the investigation, the cause of the leak was identified as a crack in the cassette. The cause of the crack was not determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked. The patient stated that the leak came from the homechoice door during priming for peritoneal dialysis therapy. The patient was not connected at the time. The technical service representative advised the patient to restart therapy with new supplies. There was patient involvement, however, there was no patient injury or medical intervention reported. No additional information is available.